Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan, the physician observed thrombus in the limb at the level and slightly below the contralateral gate(left iliac). The thrombus was only in the contralateral limb. The physician performed an intra-operative angiogram, and then used ivus to look at the thrombus. At that point the physician used the angiogram jet to remove the thrombus and implanted a palmaz stent to maintain the patency of the limb. The final angiogram and ivus looked good and no thrombus was seen in the contralateral limb. No additional clinical sequelae were reported and the patient is fine.